Event description:
It was reported that during service evaluation the device was found unable to generate and control negative pressure due to a defective mainboard. No patient was involved.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported defects to the outer case. The functional assessment found that the device was unable to generate or control negative pressure, establishing a relationship with the event reported. The root cause has been identified as a failed sensor on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. This investigation is now complete with no further actions deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.